Event description:
One pt sample with discrepant hcg results when repeated multiple times, giving the following results. Initial result gave 48620 miu/ml, repeats gave 85990, 38415, 88826, 72230, 45812, > 100000 and 96169 miu/ml. Erroneous results were reported. Pt not adversely affected. The field service representative was unable to determine a cause for the discrepancies. Performance tests were performed, which were within specification.